Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured during testing on the back table. The device was not used and another device was opened and used for closure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was little presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe and the procedural sheath were not returned. The stopcock was found in the closed position. The sealant and advancer tube remained in their manufactured positions. In addition, the balloon was found fully deflated. Per functional analysis, leak testing was performed on the balloon of the returned device per the mynxgrip IFU). The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. The reported event of ¿balloon-balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the longitudinal tear condition found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, as this issue was found during preparation of the device, handling factors during prep are possible, even though it was reported that the device was prepped per the IFU. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured during testing on the back table. The device was not used adn another device was opened and used for closure. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU).the device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was little vessel tortuosity. There was little presence of pvd / calcium in the vicinity of the puncture site. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.